Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the patient¿s blood glucose was high. The customer¿s blood glucose level was 770mg/dl at the time of the incident. The customer reported the pump was exposed to fluid in the past with no moisture visible in pump. The alarm history showed no unusual alarm other than low battery. The customer reported that they do not trust the pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: unit received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected alarm error test and displacement test. Pump passed the dat test. No unexpected low battery alarms noted. No traces of moisture were found at the electronic or motor assemblies per visual inspection. Unit received with cracked case at the display window corners and display window. Unit received with minor scratched display window and case. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.